Event description:
It was reported that the rv pacing lead impedance increased. Capture thresholds had decreased. However, the hv lead impedance remained within normal range. The lead was capped.

Manufacturer narrative:
Na